Manufacturer narrative:
The investigation is currently underway. Once complete, a follow up report will be submitted.

Event description:
It was reported by the customer that, "encoder board is defective. No patient involvement."

Manufacturer narrative:
The reported unit was not made available for evaluation. Multiple attempts were made to obtain additional information and return of the reported device. No patient injury was reported. A replacement control panel display was shipped to the customer. No further information is available. A review of the device history record (DHR) found no nonconformance that could cause or contribute to the reported issue. There is no service history on file with the manufacturer for the reported device. A review of the complaint history indicates there is no significant trend. Trending will continue to be monitored. A review of the warning label in the user's manual states: "if the sechrist millennium fails to perform as described, remove the unit from service and refer it to a sechrist authorized service technician. The unit should not be utilized until proper performance has been verified." And "the performance verification should be performed by qualified technical personnel and should be conducted prior to each clinical application or at least once per month, whichever is soonest." Should the product be returned or new information is made available, a follow-up report will be provided.